Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery during the manual prime process. The patient's blood glucose at the time of incident is unknown. The customer had tried four different infusion sets and none of them worked. Troubleshooting was initiated for the no delivery issue. The customer disconnected and reconnected the same reservoir and infusion set and the prime process was unsuccessful. The infusion set was changed and the prime failed a second time. The reservoir was then changed and the pump was able to delivery insulin. The original reservoir was returned for analysis and three replacement reservoirs and infusion sets were shipped to the customer.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.